Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was ranging from 280 to over 600 mg/dl which was treated with a shot. Customer also stated that they were getting inaccurate readings with sensor. Customer completed troubleshooting for sensor issues and advised with proper calibration techniques. The insulin pump will not be returned for analysis.